Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder (laao) was chosen for implant using an amplatzer amulet delivery sheath. During the procedure while inside the patient there was an attempt to turn the occluder counterclockwise with the lobe. It was found then that the sheath was kinked and was unable to be further used. The side adaptor also came off of the sheath. The device was replaced with a different laao and the delivery system was replaced with another amplatzer amulet delivery sheath. There were no adverse patient effects and the patient has been discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of bent in delivery system was reported. The investigation confirmed the device met dimensional and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The root cause of the reported event could not be conclusively determined.